Event description:
Boston scientific received information that during a normal follow up, the physician using this programmer noted a burning smell. The physician then saw smoke coming out of the programmer and turned it off immediately. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed dents and a cracked rear housing. The reported allegation was determined due to a defective component that was replaced and after replacement, normal device operation was noted.

Event description:
- -